Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no sensor end of life alerts. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.